Manufacturer narrative:
The customer's instrument logs were reviewed for issues associated with patient 1 (sample ID (B)(4)). The sample was run 3 times: the first time an aspiration error was generated due to a clot in the sample. No error occurred on the second and third runs. However, log analysis confirmed poor aspirations on the first 2 runs due to a clot. After troubleshooting the issue, the customer indicated samples in the early morning are routed to the analyzer very quickly before the sample is clotted. The customer is trailing a delay in loading samples to see if there is improvement. A review of the (B)(4) service history on or after (B)(6) 2019 found no subsequent reports. A 12-month review of complaint and trending data for alinity c processing module found no trends related to the complaint issue. Manufacturing documentation for the analyzer was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6). Patient information: no further patient information was able to be obtained.

Event description:
The customer reported a falsely depressed potassium result while using the alinity c processing module. Sample ID (B)(6) generated an initial result of 1.29 mmol/l and retest of 4.44 mmol/l. No adverse impact to patient management was reported.